Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The complaint regarding wire issues was confirmed by failure analysis.

Event description:
It was reported that the small grasping retractor instrument had the wires coming out of it. It was unknown when the issue occurred. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that no fragments fell into the patient and there was no patient injury. No change in the site¿s instrument cleaning or sterilization methods recently. All other information requested are unknown at this time.